Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. Based on information reviewed, cause of mitral stenosis was inconclusive. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a definitive cause for mitral stenosis could not be determined. The reported patient effects of mitral stenosis as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr. A second clip delivery system (cds) was advanced to the mitral valve, and grasping was performed; however, the mean pressure gradient increased to 5mmhg. The clip was deployed, and the mean pressure gradient increased to 6mmhg. Both clips are stable on the leaflets. Additional treatment was not performed. The patient is stable. Two clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.